Event description:
Reporter stated that device generated a cartridge/adapter alert. Reporter indicated patient smelled and observed insulin in the device's cartridge chamber. Patient's blood glucose was not affected, and no treatment was received.